Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set. A pump system check was performed using the current supplies on the pump. The pump and infusion set were found to be functioning as expected. The customer's blood glucose (bg) level was 438 mg/dl. A correction bolus was delivered to address the bg level. The customer was to change the cartridge.